Event description:
It was reported that a clearlink system solution set with duo-vent spike leaked from the y-site (clearlink); liquid was noted under the tubing on the chair and floor. This was observed during patient infusion with normal saline and carboplatin using intravenous (IV) pumps. The pump indicated that 57.1ml of chemotherapy had infused/leaked. The pumps were stopped and blood began flowing into the primary and chemotherapy tubing. Normal saline was restarted at a faster rate when blood and chemotherapy was observed squirting out of the y-site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of august 2024. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.